Event description:
Caller reported a malfunction on the pump, identified with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software, instructed the caller on returning the malfunctioning pump, and advised on using a backup therapy to ensure continuous insulin delivery. The caller understood and acknowledged all instructions given.